Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was scheduled for an implantable neurostimulator (ins) reposition. The ins was being moved to the other buttock due to pain at the ins site. Impedance testing was done at 0.7 volts. Reference 0 showed all greater than 10000 ohms. Reference 10 showed 0 greater than 10000 ohms. Reference 1 showed contact 0 to be 14000 ohms and other electrodes were somewhere between 1000 and 2300 ohms. Reference 2, 3, and 12 showed ¿xxx.¿

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n372844, implanted: (B)(6) 2013, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a shocking sensation and there was tenderness at the pocket site. Impedance measurements were taken. Contact 0 was high and other contacts ranged from 1,000 - 1,500 ohms. The patient had two programs; group impedances c1 - 753 and c - 869. There was also less than 50 ohms on contacts 4 and 11. It was noted that the out of range electrodes were being used in programming and causing therapy problems. The patient was initially programmed on contact 4. It was unknown if the implant was on. The patient experienced symptoms when the implantable neurostimulator (ins) was off. The shocking got better when the stimulation was turned off; however, it did not completely go away. The shocking sensation increased when the amplitude was increased. The patient felt continuously sore at the pocket site all the time, but therapy helped with the pain. The rep was able to program around the contacts. The patient was still receiving effective therapy on the programmed short. The shocking and tenderness started about a month ago but had worsened. It was noted that they drew blood to see if the patient had an infection. If the lab work came back normal they might do a CT scan. Follow up is being attempted to determine if an infection was found. If additional information is received a follow up will be sent. The patient's relevant medical history includes post lumbar laminectomy syndrome and spinal pain.